Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Insulin pump had an intermittent button response due to moisture damage to keypad traces. No button error alarm noted. Insulin pump had minor scratches on lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked belt clip slot, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been experiencing high blood glucose issues. During troubleshooting, it was found that the insulin pump had alarmed button error, as indicated in the alarm history. The blood glucose reading was 199 mg/dl. No significant events leading to the alarm were observed. The customer stated that he did not recall the alarm. Advised replacement of the insulin pump. Nothing further reported.